Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to return the faulty pump using the provided return box and pre-paid label, and a replacement pump was sent. The customer will continue using the current pump and rely on an alternate method for insulin delivery if necessary. The customer was instructed on the steps to prepare the pump for return and was informed about programming the replacement pump settings and connecting their cgm.